Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Medical records were not provided. X-ray review demonstrated periprosthetic lucency along the undersurface of the tibial plate indicating possible loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01637, 0001822565-2019-01638, and 3007963827-2019-00128. (B)(4). Concomitant medical products: articular surface medial congruent (mc) right 11 mm height catalog#: 42522100411 lot#: 63337520, femur cemented cruciate retaining (cr) standard right size 6 catalog#: 42502606002 lot#: 63367167. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient was revised due to pain approximately two (2) years two (2) months post operatively. No additional information is available at this time.